Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 4 cm in diameter abdominal aortic aneurysm. The proximal neck is 25 mm in diameter with an infra-renal angle of 60 degree. It was reported that there was a complaint of claudication and approximately a month later the patient's medication therapy was changed to address the claudication. Approximately seven months later, a follow up CT revealed the aneurysm diameter has enlarged to 5.2 cm in diameter and occlusion was observed in the left (contralateral) internal iliac artery. The investigator assessed the event as not device or procedure related. An intervention has not been performed. The patient will be monitored. No clinical sequelae were reported.

Manufacturer narrative:
Film evaluation results are: review of CT¿s 5 years post-implant revealed that an endurant stent graft system was implanted in the patient. The bifurcate was positioned several mm¿s below the lowest artery. The neck was noted to be moderately angulated without any appreciable calcification. The bifurcate proximal od measured ~29mm; there was minimal proximal seal length and minimal (or no) radial stent graft opposition. The max diameter aaa measured ~5.3cm; no endoleak was seen. The bifurcate ipsi limb on the right side was extended distally with 2 limbs into the right external iliac artery; the distal end of the right limb measured ~17mm. A slight amount of thrombus (1 ¿ 2mm thickness) was seen within the distal length of the right (16mm od) limb. The flared contra limb was positioned distally into the left common iliac artery. The distal od of the left limb measured ~25mm within the aneurysmal lcia. Both limbs were patent; however, thrombus was seen (~2cm flow lumen) within the distal portion of the left/contra limb. The left internal iliac artery was not visible beyond the left iliac bifurcation (likely occluded) and did not appear to have been covered by the left limb. No other areas of occlusion were seen distal to the stent grafts; bilaterally. No stent graft kinks, compression, or other issues were observed. The exact cause of the aneurysm expansion could not be determined from the films provided. Pre-implant and earlier post-implant films were not available for review. No endoleak was visible; however, it is possible that disease progression (neck dilatation and short remaining proximal neck length) may have led to the current marginal proximal seal which may be pressurizing the aaa. The angulated proximal neck may also be contributing. The cause of the occluded left internal iliac artery, and thrombus seen within the left limb, also could not be determined. No stent graft kinks were observed. This may be related to a patient condition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received updated that there was no occlusion observed on the CT scan.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.